Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced difficulty charging the pump with the usb cable and wall adapter. Tandem technical support instructed the customer to attempt charging the pump with a different usb cable. There was no reported impact to the customer's blood glucose. The contact declined a follow up by tandem technical support to ensure the charging issue resolved.